Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on mar 28, 2025 and section h11 should be reported as: the manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient expired. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed no power cord was attached, and a power cord was attached to the ventilator and plugged into an ac source to charge up the batteries. A disposable filter was attached to the ventilator output and then it was turned on and let run for 50 minutes. No alarming occurred. There were no foreign particles observed on it. The ventilator was taken apart to check the air flow path looking for contamination. The internal foam was black indicating it was not remediated. The black foam was intact. There was no contamination observed in any area of the flow path. No thermal damage was observed at the power cord plug. No interior thermal damage was observed. No exterior surface of the ventilator was above room temperature. As no power cord was returned, the manufacturer could not determine if this was suspect or not. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concluded that they could not able to confirm the customer allegation of patient harm and thermal event. Sections d9, h2, h3 and h6 has been updated in this report.